Event description:
Patient presented to the physician with redness and purulent drainage from both incision sites. A wound culture was obtained and returned positive for staph infection. Physician prescribed antibiotics. Physician brought the patient into the operating room the next day, removed the ipg and stimulation, irrigated both incision pockets with antibiotic solution, repositioned the components, re-sutured, placed drain tubes, and closed the incisions. Patient presented back to the physician with a recurrence of infection and purulent discharge. Physician brought the patient into the operating room and removed the entire inspire system. Physician admitted the patient for observation and placed them on IV antibiotics.